Event description:
At 10 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the 11 mm insert to a 13 mm insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 november 2021. Lot 2005238: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-jul-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.